Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the lead was reprogrammed. The lead is now experiencing intermittent undersensing. More programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010. A 5071-35 lead, implanted: (B)(6) 2010. (B)(4).